Event description:
Per the arjohuntleigh service technician: "as resident was being raised from a seated position, his foot slipped off the footboard and was caught at a twisted angle between the footboard and the leg of the machine. Staff tried to lower the resident back to the chair, but resident's foot was twisting too much. Staff then raised the patient, removed the sling, and physically lowered the resident to the floor."

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. (B)(4) on behalf of the manufacturer arjo (B)(4). Please note that while this product is no longer manufactured, previous medwatch reports for this product may have been submitted for the manufacturing site arjo (B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjo (B)(4) and any medwatch reports will be submitted under registration # (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.